Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." The reservoir volume was 7ml, rate was 2.2ml, and 93.05ml was given. There was no air in line. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.